Event description:
It was further reported that the patient had requesting reprogramming on 2015-(B)(6). The company representative stated that the patient had cancelled several of his last appointments so the current patient condition was unknown.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was trying to set up an appointment for a reprogramming session. 2 weeks after current implant the patient was shocked, "fried nervous system," and total leg pain. When the patient turned on stimulation his knees and ankles would hurt so bad he could only use the therapy for 10 minutes before turning it off but the leg pain would last for hours after turning therapy off. The patient was in the hospital for 7 days following implant because the healthcare provider (hcp) "did something" with the patient's nervous system. He was told to start slowly but due to the pain there was no going forward. It was noted that he had his previous implant for 10 years prior and in that time he had no medications and only had to be reprogrammed 3 times total. Now he was on all kinds of "crap" (medications) and he wanted to stop taking them, but could not. The patient had tried having his doctor set up an appointment for reprogramming without success, but it was noted that the patient would always cancel reprogramming meetings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that stimulation was in the wrong location. The patient could not use the implantable neurostimulator (ins) because it would cause him pain when it was on. The patient was sparingly using the ins because he needed stimulation in his feet but he felt it in his shins and thighs. The ins was a little too intense and he thought it was calibrated wrong. He could only use the ins for 20 minutes before he started feeling a bone like pain in the spine; the pain was at the lead implant site. The patient¿s feet would go cold and numb and the ins helped bring back the pulse. It was noted that the patient had lost 33 pounds. The patient wanted to meet a manufacturing representative for programming. It was later reported that the patient still had stimulation in the wrong location. The patient was not getting therapy to his legs. When he was in the hospital right after implant he felt stimulation in his legs but he had not since then. Currently, stimulation was hurting his spine. The patient had been trying to get in contact with his healthcare provider (hcp) and manufacturing representative. It was later reported that the patient had cancelled several of his last appointments, so the manufacturing representative or hcp office did not know the current condition of the patient. The patient had not been seen for reprogramming. It was noted that the patient had a stimulator that ¿worked fantastic.¿ his current stimulation was not calibrated right. The lower part of the legs was where all the stimulation was. He could only keep stimulation on for about 10 minutes. This had been happening since (B)(6) 2014. The patient was waking up early in the morning and his legs were ¿killing me¿ and he was on a lot of medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.